Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue - difficult to disconnect pull ring cap from connector. The complaint was not confirmed and the cause was not identified.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter (B)(4) that the hp required the use of 2 pliers to pull off the white cap on the patient line of his extension set. The hp stated they found that since he started using the lines, 50% of the time, they are very difficult to get off. The process step is prior to use; no patient injury reported; medical intervention is unknown.